Event description:
The distributor reported that during preparation for a coronary artery bypass graft surgery, the heartstring seals cracked while loading into the delivery tube. The distributor did not provide any further info. No pt complications were reported by the distributor.